Manufacturer narrative:
Analysis summary: at analysis it was noted that the programmer would not power on and the power supply was therefore replaced. It was additionally noted that the power cord bay assembly latches were broken and the power cord bay was also replaced. The software was reloaded and the programmer passed all functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost power, during use. The programmer was returned for service. No patient complications have been reported as a result of this event.